Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). Investigation results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that gel globules were found in the machine analyzer during bd vacutainer® sst¿ tube analysis. This could result in insufficient sample volume for testing and may result in erroneous results. There was no report of exposure, serious injury or medical intervention.